Manufacturer narrative:
Exact date unknown, event occured in 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17718336/17901805.

Event description:
It was reported that the patients scs (spinal cord stimulator) was non-functional. The patient underwent an explant procedure and all device components were not returned. No further information could be obtained despite good faith efforts.